Event description:
It was reported that the atrial intrinsic amplitude of this right atrial (ra) lead was noted to be out of range. Upon review of a right atrial automatic threshold (raat) test, isolated undersensing was observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead exhibited an increase in impedance measurements but still within range. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that the atrial intrinsic amplitude of this right atrial (ra) lead was noted to be out of range. Upon review of a right atrial automatic threshold (raat) test, isolated undersensing was observed. Further review was recommended by technical services (ts). No adverse patient effects were reported. This ra lead remains in service.